Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred charge circuit timeout with the original device battery. The device could provide a 35j charge within nominal charge time when using an external supply. A battery depletion mechanism such as high current drain was not observed. Battery analysis revealed no internal short. There was localized lithium (li) discharge along the edges that lead to reduced anode surface area. The observed li-severing is consistent with the increased battery impedance and review of the save to disk data showed charge timeout and excessive charge time events. These charge timeout and excessive charge time events resulted from increased battery resistance induced by li-severing. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable cardioverter defibrillator (ICD) was replaced due to reaching normal elective replacement indicator (eri). The device was returned and to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.